Manufacturer narrative:
Interpretation: the molecular presence of both guanine and adenine at the polymorphic site indicative of the jka/b antigen would normally represent a heterozygous jkab individual1, as reported by precisetype hea beadchips heag8698_7 and heag8699_3. However, the individual is also heterozygous for a polymorphism at c.956c>t in exon 10 (p.thr319met; rs1058396; jk*01n.04) that silences the expression of the jka antigen. The silencing of jka, as first reported by wester et al.2, would leave no expression of the jka antigen on the surface of the erythrocyte. Jknull is listed as a limitation of the precisetype¿ hea beadchip test as listed in the package insert (part number 190-20210). - attachment: [(B)(4)-investigation report summary lifestream 101523374.pdf]

Event description:
The customer reported a possible discrepancy. The donor is jka+ using the bioarray hea molecular beadchip kit; serology results were jka-.

Manufacturer narrative:
Interpretation: the molecular presence of only adenine at the polymorphic site that is indicative of the kidd (jk) antigen would normally represent a homozygous jkb individual1, as was reported on precisetype hea beadchip heah0731_1. However, the individual is also homozygous for a polymorphism of the intron 5 splice acceptor site (ivs5as, isbt=jk*02n.01, also known as c.342-1g>a) that silences the expression of the jkb antigen. The silencing of jkb, as first reported by lucien et al.2, would leave no expression of the jkb antigen on the surface of the erythrocyte. Jknull is listed as a limitation of the precisetype¿ hea beadchip test as listed in the package insert (part number 190-20210).

Event description:
The customer reported a possible discrepancy. The donor is jkb+ using the bioarray hea molecular beadchip kit; serology results were jkb-.